Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise in both the right ventricular (rv) and the right atrial (ra) channels, which led to inappropriate shock. Upon review, oversensing on the ra channel was also noted. High out-of-range shock impedance measurements on the rv channel were observed. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported.